Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. During a ablation procedure to treat persistent atrial fibrillation, femoral access was obtained via the left femoral vein in two locations and the right femoral vein in one location. A non-boston scientific biosense webster catheter was placed, and a non-boston scientific carto soundstar intracardiac echocardiography catheter (8 french) was inserted through the left-sided access. Transseptal preparation was performed using the versacross connect system for the faradrive sheath. A non-boston scientific biosense rf wire was followed by the faradrive sheath, which was loaded with the versacross connect dilator and advanced through the right femoral vein. A mid-mid transseptal puncture was successfully achieved and confirmed using intracardiac echocardiography. The physician advanced the versacross wire, dilator, and faradrive sheath into the left atrium, confirmed to be floating in the blood pool via echocardiographic imaging. The dilator and wire were then removed from the faradrive sheath. A non-boston scientific octaray mapping catheter with a 2-2-2 f curve was advanced into the left atrium, and mapping of the left pulmonary veins was initiated. During mapping, the patient experienced a sudden and severe drop in blood pressure along with an elevated heart rate. Intracardiac echocardiography revealed a pericardial effusion that had not been present at baseline. The anesthesia team provided hemodynamic support and initiated autotransfusion to stabilize the patient, who was already under general anesthesia and intubated. The patient was transferred from the electrophysiology procedural laboratory to the cardiothoracic surgery department to have a pericardiocentesis and pericardial drain placement. The current status of the patient is unknown. It was further reported that this patient did not survive open heart surgery. The cause of tamponade was identified to be perforation of the left atrial appendage. It is unknown to whether the dilator, sheath, or mapping catheter had caused the perforation. As stated previously, transseptal puncture had been performed and wire and dilator exchanged for mapping catheter. The patient became unstable, and effusion was identified while mapping the left sided structures.